Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited peeling adhesive around the bending rubber and detachment of adhesive on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the damaged adhesive could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.